Event description:
It was reported through the submission of a revision implant sheet that the patient's right knee was revised. Revision was due to chronic infection. A triathlon ts knee with stems and augments was implanted as a 'dynamic spacer' (i.e. An articulating spacer).